Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that the patient has antibiotics. The rash has resolved.

Event description:
It was reported that the patient has a rash from the dressing over the ipg site stitches. As such, the patient is being admitted to the hospital and is being monitored.

Manufacturer narrative:
Date of event is estimated.